Event description:
Avid medical inc. Is the manufacturer of a custom procedure tray ref: (B)(4), cataract pack piggyback that includes the following component: cover, back table 44 x 78, ref: (B)(4) manufactured by la ada de acuna, s. De. R. L. De c. V. (Registration: (B)(4)). Avid medical received a complaint on (B)(6) 2019 originated by lt (B)(6), or supply officer, (B)(6) alleging that the back table cover is leaving loose fibers on the sterile field and consequently in patient's eyes. The cover, back table 44 x 78 part was available for evaluation. Avid medical issued formal complaint # (B)(4) to the manufacturer for ref: (B)(4), manufacturer lot: ac9029081. No patient injury was reported.